Event description:
It was reported to us that the impedance values for the lead were insufficient after an implantation time of about 14 months. During the lead revision, it was discovered that the lead showed a fracture below the fork, and that the conductor of the hv-2 was wavy in a spiral shape from the connector to the fork. System removed: lumax 340 dr-t, MDR#: 1028232-2008-01688.

Manufacturer narrative:
Ous MDR the analysis of the lead, found a fracture of the conductor of the inner conductor helix immediately distal of the fork. This damage must be regarded as the cause for the clinical complaint. The analysis of the lead was unable to detect any manufacturing error or material defect. The observed damage manifestation requires excessive local mechanical stress of the helix. The characteristics of the damage lead to the assumption of excessive mechanical stress of the lead by pressure at the ICD housing. In particular, the available x-ray images show a sharp bend of the lead just distal of the fork at the ICD housing.